Event description:
Related to MFR report # 2183959-2012-02128. It was reported by the plaintiff's attorney that on (B)(6) 2006 the plaintiff was implanted with ams perigee with intepro to treat pelvic organ prolapse. The plaintiff's attorney alleges that the plaintiff "within months after the initial implant procedure, plaintiff experienced complications including but not limited to pain, infections, painful intercourse and incontinence" that required "additional medical care and treatment." The plaintiff's attorney also alleges that the plaintiff was "injured catastrophically, and sustained severe and permanent pain, suffering, disability" and "impairment."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.